Manufacturer narrative:
Block a1 (patient identifier): hn 34900/63. Block h6 (device code): problem code a0501 captures the reportable event of sensor wire sleeve detachment. H10: a sensor wire guidewire was returned. Visual analysis of the device revealed shrink sleeve was totally detached. The complaint was confirmed. Based on the condition of the returned device, engineers determined that the failure modes noted were caused due to interaction with other devices used in the same procedure, handling/manipulation of the device and procedural factors involved could have induced the failure observed. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on event which led to the reported event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a sensor wire was used during a ursl (ureteroscopic lithotripsy) procedure on (B)(6) 2021. During the procedure, when the nurse was retracting the sensor guidewire out of the cystoscope 10 cm of the shrink sleeve detached. The procedure was still able to be completed with the original device because the portion that detached was outside the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensor wire was used during a ursl (ureteroscopic lithotripsy) procedure on (B)(6) 2021. During the procedure, when the nurse was retracting the sensor guidewire out of the cystoscope 10 cm of the shrink sleeve detached. The procedure was still able to be completed with the original device because the portion that detached was outside the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.